Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The filter of a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock was reportedly sticky and leaking. Amino acids and dextrose solution (aads) was infusing at the time and this problem was discovered upon the start of shift, when safety checks and line tracing were completed. Nnp noted and new fluids ordered. Full line change completed. There was no serious harm or adverse event reported.